Manufacturer narrative:
D9: the date of the device return for evaluation is unknown e1, e2, e3: the name and occupation of the initial reporter is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, the blue screen and self-check failure was not reproduced. The impellatronic board, pbm pca (especially channel 1), and the cable connection was inspected and tested. No abnormalities were noticed and the pbm was replaced as a precaution. Therefore, the root cause of system check failed issue could not be determined, due to the failure mode was not reproduced. A functional check and preventive maintenance was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that after turning on the automated impella controller (aic) a blue screen appeared with the words "system check failed". The resolution for this issue is unknown. No report of patient involvement, injury, or harm.